Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports the clinician went to activate an unused safety/needle device for demonstration and the needle broke off and shot up into the ceiling. The event occurred with either the item (B)(4), possible lots 127700928 and 121600828.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.